Event description:
It was reported that the patient underwent a posterior spinal surgical procedure via cortical bone trajectory to treat l4 stenosis. It was reported that during screw insertion at right l4 and left l5, the laminae fractured. The surgeon decided to continue the procedure because the screws were not loosened. The procedure was completed without any further incident. No further complication has been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.